Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during an implant for an artificial urinary sphincter (aus), the physician dissected around the urethra, measurements were taken, and all components were implanted. The physician scoped the patient, and the system was working properly. Once the physician was starting to close, he saw that there was fluid coming from the urethra. After further investigation, the urethra had been perforated and so all the components were removed. The physician placed a catheter in the patient. No further patient complications were reported.